Event description:
It was reported that following laparoscopic gastric band insertion the patient complained of significant reflux, which lead to band adjustment in 2008. During the band adjustment under fluoroscopy, the patient had circumferential pouch dilation with more horizontal placement of band, indicative of pouch dilation. The band remains implanted and will be removed at a later date.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.